Event description:
It was reported that during a pulsed field ablation procedure, the guidewire was inserted into the catheter after successfully flushing the guidewire lumen. The guidewire could only be inserted part of the way into the catheter. While trying to insert the guidewire into the catheter there was resistance and it was difficult to insert the guidewire. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012709266 was returned and analyzed. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. During the insertion of a test guide wire inside the returned catheter, it was blocked at approximately 25.25 inches from the distal tip. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guide wire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. During inspection of the shaft segment under x-ray imaging, a guide wire lumen kink was observed at 25.25 inches from the tip. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.